Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. Delete current one. It is incomplete and incorrect; photo review missing. Add, "the product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. Returned video shows procedure of an intraocular lens (iol) implantation with company preloaded device. However, only the nozzle is visible in the video, and the remaining device is not shown. Additionally, the steps related to device preparation and activation are not demonstrated. The device (nozzle only) comes into picture when the iol is at the pause location. The iol was implanted anterior side up, with both haptics in their correct orientation. Shortly after, the iol was flipped so the posterior side was facing up, and then it was flipped back again, returning to the correct anterior-up orientation. During the delivery, the iol showed an abnormal folding pattern, the trailing haptic was observed misfolded with an ¿u¿ shape behind the plunger. In addition, after iol was implanted, fold marks appear to be observed on the iol. Fold marks can appear when the iol is in the pause location for longer than 1 minute. As per the instruction for use (IFU), once the lens is in position at the pause location on the nozzle, the lens must be implanted within 1 minute. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implantation, when the iol was inserted, it went in upside down. The surgery was completed on the same day with the same lens; it remains implanted. According to the additional information received, there was no health problem for the patient.